Manufacturer narrative:
Failure analysis was unable to evaluate one opened and used reservoir due to the reservoir was not returned; unable to verify leak anomaly. The transfer guard was the only returned item.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his reservoir had a leak while he was filling the reservoir with insulin. When he tried to remove the reservoir from the transfer guard, the reservoir cap came off and insulin spilled. The patient's blood glucose at the time of incident was 284 mg/dl. During troubleshooting no insulin inside of the insulin pump was noted. There were no cracks or splits in the barrel either. The reservoir was returned for analysis.